Manufacturer narrative:
On 17-apr-2019 product investigation results: reporter returned product on 11-feb-2019. Product return was received and evaluated. No failure could be identified, the product is according to specifications.

Event description:
Bleeding to upper lip [lip haemorrhage]. Cut to upper lip / stabbed me - upper lip [lip injury]. Swelling to upper lip [lip swelling]. Hurt upper lip [lip pain]. Broke the skin [skin wound]. Brush head came off while using [device breakage]. Case description: consumer called and stated that the brush head came off while she was using it. No serious injury was reported.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Bleeding to upper lip [lip haemorrhage]. Cut to upper lip / stabbed me - upper lip [lip injury]. Swelling to upper lip [lip swelling]. Hurt upper lip [lip pain]. Broke the skin [skin wound]. Brush head came off while using [device breakage]. Consumer called and stated that the brush head came off while she was using it. No serious injury was reported.